Manufacturer narrative:
No evaluation completed as the device has not been returned at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the probe was functioning properly at the beginning of the surgery. The probe was unable to detect nerves after about 30 minutes into the surgery. There was no warning sound when the probe was near nerves. The doctor reconnected the probe but the problem was not resolved. The doctor then switched to a new probe and the issue resolved. The thyroid surgery was delayed for about 5 minutes. It was noted that there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Device evaluation determined that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3 ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2 ohm. There was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system returned 1.02 ma and a waveform / event tone over 300uv. There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.